Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad department's medical assistant that the patient had been discharged to hospice and expired there on (B)(6) 2014 due to thrombus in the pump.

Event description:
Additional information. It was reported that the patient had increased lactate dehydrogenase (ldh) levels from 185 to 1000, increased power and decreased pi events. A heparin infusion was started and aspirin (asa) restarted on (B)(6), 2014 and the pump speed was decreased. The patient had a colonoscopy due to gi bleeding and had been taken off all anticoagulation medication. The colonoscopy revealed a large ulcer on the right colon with ischemia noted. The patient¿s regimen prior to the reported event was asa, coumadin, and persantine. No log files are available and the pump will not be returned.

Manufacturer narrative:
Additional information. The pump and all associated equipment were not returned. A correlation between the device and the report of suspected thrombus could not be conclusively determined. The instructions for use lists thrombosis, hemolysis and bleeding as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.